Event description:
Pump returned in 08/2001 for analysis with report of replacement due to battery depletion - also report of sudden withdrawal symptoms and a catheter "break" were received. Follow up with healthcare professional confirmed patient had onset on increased spasticity with withdrawal symptoms which occurred in 2001. Patient trips often, due to an unsteady gait. Device system was replaced - pump reported in august and catheter in november. Pump returned for analysis - no catheter return. Patient has recovered without sequela.